Manufacturer narrative:
(B)(4). The system error (se) 2240 was identified during a review of a returned homechoice (hc) device; there was no report for this alarm called in by the customer. The customer discontinued use of the homechoice (hc) machine and returned it to baxter. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4). A batch review could not be conducted as the lot number is unknown.

Event description:
A system error 2240 alarm was identified in the logs during evaluation of a homechoice (hc) device. The system error occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.